Event description:
It was reported to tyco/kendall healthcare that a customer had a problem with a safety tb syringe. The customer reports "the needle broke off of the syringe when being inserted into the vial."

Manufacturer narrative:
Samples were returned for eval. An investigation is currently underway. Upon completion the results will be forwarded.